Event description:
It was reported that when the catheter was removed the bubble rolled back on itself and formed a rim or mushroom which caused resistance and pain upon removal. Note: after sitting 8 hours in a plastic bag waiting for nurse mgr inspection, the rim or mushroom disappeared and could not be replicated by reinflating and deflating the balloon. Add'l info has been requested but not yet received.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.